Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 80.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console displayed a system message while priming for combined cataract and vitrectomy surgery. The surgery was completed by skipping the calibration phase of priming. Two patient experienced posterior capsule tear and underwent anterior vitrectomy. Additional information has been requested.

Manufacturer narrative:
The company representative confirmed that the system was last serviced prior to the reported event. At the time of service, the system was tested and found to meet product specifications. There was no request for service at the time of the reported event. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).